Event description:
Medtronic received information regarding an imaging system being used pre-operative to a sacroiliac and thoracolumbar procedure. It was reported that the system beeped as though the unit was disconnected from an outlet. The system then powered off without prompt from the user and could not be re-powered on. Additionally, the green led on the front of the viewing station of the imaging system was not visible. The facility elected to discontinue with the procedure, medtronic imaging and navigation due to the reported issue. There was no reported delay to the procedure due to this issue. Additional information was received. It was clarified that the procedure was not discontinued, rather a separate imaging system was used to complete the desired 3d image acquisition resulting in a thirty minute delay. Additionally, it was reported that the issue was found to be caused by the power cable of the imaging system that was damaged by the operator.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: b i71000522, serial/lot #: unk, ubd: , UDI#: ; product ID: bi71000186, serial/lot #: unk, ubd: , UDI#: ; product ID: bi71000437, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.